Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation and tricuspid regurgitation (tr). One clip (80111u167) was implanted in the mitral valve, reducing mr from 3 to 1. A second clip (80111u127) was implanted in the tricuspid valve, reducing tr from 4 to 2. On (B)(6) 2018, a follow-up echocardiogram was performed, which found that the clip (80111u127) detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and tr increased to 3-4. No additional treatment is planned. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment could not be determined in this incident. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation; however, the off-label use did not likely influence the event. The reported patient effect of tricuspid regurgitation was due to slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.